Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000mcg/ml). The patient was overdosed post-operative. The physician reduced the dose and also reduced the every four hour boluses of 160mcg to 100mcg. The dose was reduced by 360mcg. The patient was awake, and doing fine. The patient's pertinent medical history was dystonia. The physician initially reported the overdose to the representative. The concentration/dose of lioresal that was being delivered by this patient's pump at the time of the overdose stayed at the same dose and concentration.